Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve embolized into aorta was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''during procedure, the 23mm sapien 3 ultra embolized to the stj due to bp was not dropped below sbp 50''. Per training manual ''perform thv deployment'', and ''initiate rapid pacing ensuring 1:1 capture, sbp less than or equal to 50 mmhg, and pulse pressure <10 mmhg''. Per training manual, ''ensure hemodynamic stability and begin rapid pacing at rate confirmed during bav'', ''rate should be adjusted and the pacing sequence should be repeated until sustained 1:1 capture, sbp of 50 mmhg or below is achieved and pulse pressure < 10 mmhg'', and ''do not inflate with 2:1 capture because sbp not below 50 mmhg''. In this case, the sbp did not drop under 50mmhg and disrupted the balloon stability during deployment, which led to the thv embolized toward aorta as reported. As such, available information suggests that procedure factors (improper rapid pacing) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Discarded.

Event description:
Edwards received notification from our affiliate in south korea. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve in the aortic position. During the procedure, the 23mm sapien 3 ultra embolized to the aortic root due to a loss of capture of the pacemaker. The sapien 3 valve was explanted and a surgical prosthesis was implanted in the intended position. Patient recovered well and was discharged. As per medical opinion, the root cause of the valve embolization was a loss of blood pressure control.